Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her infusion set fell off while sleeping and her blood glucose went to 400 mg/dl. The customer also indicated that she had high blood glucose another time when the needle hub was stuck in the serter.